Event description:
Repair center statement: alleged - alarming / red light. Key failure - capacitor has short circuit. Additional malfunctions are the pilot valve is not shifting and the tie wraps are defective.